Event description:
The haptic of the lens was found damaged upon opening the lens carrier.

Manufacturer narrative:
This medwatch was completed by the manfacturer. Device component failure: results: - lens haptic.